Manufacturer narrative:
The explanted pump was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months.  It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced progressively worsening bacteremia thought to be attributed to the driveline and pump pocket. Patient was unresponsive to antibiotics infusion. The pump was explanted and antibiotics were continued. The patient was then supported on extracorporeal mechanical circulatory support for the left heart. No additional information was provided.